Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a box of cassettes would leak when being used. Upon follow up, the patient contact confirmed during setup for treatment a "valve error" was encountered and the cassette could not be removed from the cycler door. The patient contact clicked ok and continued treatment with the cycler. Once treatment ended the cassette was able to be removed but fluid poured out from the bottom of the cycler cassette door. The patient contact could not confirm the date of occurrence. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received a replacement box of cassettes and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the box of cycler sets was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a box of cassettes would leak when being used. Upon follow up, the patient contact confirmed during setup for treatment a "valve error" was encountered and the cassette could not be removed from the cycler door. The patient contact clicked ok and continued treatment with the cycler. Once treatment ended the cassette was able to be removed but fluid poured out from the bottom of the cycler cassette door. The patient contact could not confirm the date of occurrence. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received a replacement box of cassettes and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the box of cycler sets was discarded and not available to be returned to the manufacturer for physical evaluation.